Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient was treated for an abdominal aortic aneurysm. After implanting the trunk device, the physician attempted to implant a gore® excluder® iliac branch endoprosthesis. The sheath was advanced up over the bifurcation, and cannunlated the internal iliac artery. However, the physician was unable to get the device to transition out of the sheath into the hypogastric artery. It was decided to remove the device, but while pulling back, the physician heard a "click". The physician removed the sheath and device together at the same time, and saw that the nose cone had been stuck in the sheath, and the deployment line had broken. The procedure was completed using a vbx, and the patient tolerated the procedure. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation: the device evaluation showed the following: the introducer sheath was not returned, and therefore unavailable for engineering evaluation. The delivery catheter with the broken leading end and deployed stent graft were returned. Blood residues were seen on the broken leading end of the catheter, deployed device (stent graft), and hub of the delivery catheter. The device appeared to have entered the patient. The polyimide guidewire lumen of the catheter leading end had fractured at the trailing olive. However, the polyimide guidewire lumen and the trailing olive bond was intact. The deployment knob was still in place and screwed into the catheter hub. The deployment line was still routed through the catheter and extended out of the catheter deployment line lumen. The deployment line was intact and appeared to have pulled out of the deployment sleeve. The deployment line may have pulled out of the deployment sleeve due to the catheter breakage causing the device to open. There was a kink on the catheter blue tubing body shaft just below the catheter¿s hub. The leading olive was attached to the polyimide guidewire lumen, but the tip of the leading olive was torn. The findings from the evaluation are consistent with the reported observations. The excluder® iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. The causes for the polyimide guidewire lumen fracture, damage to the leading olive, and the kink on the catheter blue tubing shaft could not be determined with the available information. However, use outside of the IFU (reported pulling back the undeployed device through the introducer sheath) and reported inability to get the device to transition out of the sheath was noted and may have contributed to this event